Event description:
Reporter indicated that pt experienced an increase in diastolic blood pressure after initially programming the vns therapy system to on. It was reported that prior to programming the device to on, the pt's diastolic blood pressure was normally low. It was also reported that pt has been experiencing an increase in headaches since initially programming the device to on and that the pt is now experiencing headaches on a daily basis.